Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating that surgery did not take on (B)(6) 2025. Surgery is still pending.

Manufacturer narrative:
Correction: additional information was received indicating that surgery did not take on (B)(6) 2025 surgery is still pending.

Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost weight, causing the ipg to migrate in the pocket. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.